Event description:
Unable to deploy the stent graft: during implantation under a normal procedure, the apex holder knob could not be pulled in the step of sliding the apex holder, where the controller was placed in the "3" position, and the proximal end of the stent graft could not be released and deployed. Although it was before the apex holder was released, the controller was placed in the "4" position and the stainless steel rod was pushed, pulled and rotated by applying pulling tension to the apex holder knob. This resulted in releasing the apex holder. The stent graft was implanted, and the procedure was successfully completed. Comment from the physician: the physician would like to know how to handle similar events. Operation type: tevar. No blood loss. Ancillary device used: 28-n4-30-104-30u. (Tc# (B)(4)). Patient outcome - "no health damage to the patient."

Event description:
Unable to deploy the stent graft: during implantation under a normal procedure, the apex holder knob could not be pulled in the step of sliding the apex holder, where the controller was placed in the "3" position, and the proximal end of the stent graft could not be released and deployed. Although it was before the apex holder was released, the controller was placed in the "4" position and the stainless steel rod was pushed, pulled and rotated by applying pulling tension to the apex holder knob. This resulted in releasing the apex holder. The stent graft was implanted, and the procedure was successfully completed. Comment from the physician: the physician would like to know how to handle similar events. Operation type: tevar. No blood loss. Ancillary device used: 28-n4-30-104-30u. (B)(4). Patient outcome - "no health damage to the patient."